Manufacturer narrative:
Device received with constant a64 alarm due to a faulty connector on the rf board. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to a64 alarm. Device received with cracked case at the display window corners an cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed self test failed. Customer¿s blood glucose was unknown. Customer was not able to rewind the insulin pump and insulin pump error recurs every day. Customer also mentioned that insulin pump had crack from corner to screen and no delivery alert for more than twice. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.